Event description:
Customer reported finding the defibrillator would not power cycle correctly during routine daily testing. No reported patient involvement. Service representative duplicated reported condition. Device repaired and proper operation confirmed.